Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 476 mg/dl. The customer did not feel symptoms of high blood glucose. She had not treated yet. The customer stated that she changed her infusion set this morning, prior to the high blood glucose. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. There were no anomalies noted with the device settings. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.